Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device automatically booted up. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that after the device was shutdown, it automatically booted up. This investigation is ongoing.

Manufacturer narrative:
The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The patient information from the time of the event was stated to be unknown. In a good faith effort (gfe) response received on 09sep2024 from the authorized service provider (asp), it was stated that the hospital had the user interface (ui) printed circuit board assembly (pcba) replaced to resolve the device issue. Following the part replacement, the device was confirmed to have returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.